Manufacturer narrative:
Device evaluation: opening on posterior, black mold like appearance and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior and crease flat. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare provider reported ¿capsular contracture¿ baker grade unknown for the right side. Device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare provider reported ¿capsular contracture¿ baker grade unknown for the right side. Device has been explanted.